Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt became dizzy/lightheaded when they disconnect the white power lead from the power module. The hospital instructed the pt to stay on battery power until they are able to come into clinic. The pt reported constant sound from the system controller. Review of log files shows lower than expected voltages when the system controller was connected to both pt cable and battery power. It was recommended that the system controller and pt cable be replaced.

Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.